Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the finished good product code 150680006, work order (B)(4) was manufactured on 06 nov 2020. 16 parts were manufactured per specification and all raw materials met specification. Two scrap parts from finished goods and foundry were reported respectively. There is no correlation between these scrap reasons and the failure mode of the complaint. There was no material reprocessing reports (mrr) associated with these lots. There were no non-conformances associated with these lots.

Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent tka for oa with the tibial tray in question. During surgery, the surgeon found dirt on the surface of the tibial tray. The surgeon wiped the tibial tray and used it. The surgery was completed successfully without any surgical delay. No further information is available.